Event description:
The proximal end of the balloon (the transition where the end of the balloon is wrapped and attached to the catheter) caused a laceration to the pt's vessel. A procedure to repair the vessel was required. The iab was removed and replaced, and there were no complications.